Event description:
During the procedure, it was reported the pipeline could not be released from the capture coil and then became twisted in the middle. It was decided to remove the pipeline and the case was completed with another flow diverter. It was reported the patient was fine and without complications.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
Additional information was received on (B)(6) 2014 stating that the patient was given plavix and ecopirin (aspirin). The information also stated that the aneurysm was a giant unruptured saccular aneurysm measuring 27mm x 25mm located in the ica (internal carotid artery).(B)(4).

Manufacturer narrative:
The pipeline and pushwire were returned for evaluation without the catheter. The evaluation could not determine the cause of the event as the pipeline was found released from the capture coil and fully opened; however, the capture coil and braid were found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).